Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized with a stomach virus and diabetic ketoacidosis. The customer felt uncomfortable using the insulin pump and wanted it replaced. Nothing further was reported.